Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent capture and low sensing. An attempt was made to implant a new lead but the vein was occluded. The chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. R-wave amplitude has historically been low with the highest being measured at 4mv. The current measurement is 1.1mv. There is no evidence of capture or undersensing issues at this time. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead exhibited high thresholds and loss of capture or exit block and the patient experienced dizziness. Lead output was increased and the lead remains in use. No further patient complications have been reported as a result of this event.